Manufacturer narrative:
The technician found bent pins on sidecom cable connector. He replaced the communication cable to repair the bed.

Event description:
Information received indicates the nurse call functions on the bed were not working.